Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast surgery with a 225cc mentor smooth round moderate profile saline breast surgery experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
On february 5, 2021 the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on february 10, 2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the sal smooth rnd diap 225cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 225cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear within a crease/fold on the posterior view, measuring approximately 0.5 cm. Manufacturer¿s reference number: (B)(4).